Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box and alarms history showed no evidence of motor alarms. On (B)(6) 2015 04:37, a replace cartridge was recorded; deliveries resumed at 09:28. A full rewind was successfully performed; load cartridge and prime were completed with no issues. The pump was exercised for 24hrs with no alarms occurring. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump¿s cover was removed and no intermittent condition or moisture was found internally. No internal moisture observed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 449 mg/dl with polydypsia and polyuria associated with a rewind issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the rewind in the pump would not stop. During troubleshooting with customer technical support (cts), it was revealed that the pump continued to rewind until over 206 units. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a rewind issue in the pump.